Event description:
It was reported that the 9900 system had a charger failure and an interlock failure error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board and filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.